Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 306 mg/dl. Reportedly, customer continued using pump for insulin therapy.